Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced chest pain and in-stent restenosis occurred. The patient presented due to chest pain and was diagnosed with unstable angina. The 80% stenosed and 12mm de novo target lesion was located in the proximal left anterior descending (lad) artery with a reference vessel diameter of 3mm. The target lesion was treated with direct stent placement of a 3.0x16mm taxus liberte stent, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and prasugrel. (B)(6) 2012, the patient presented with chest pain. Coronary angiography revealed 80% in-stent restenosis of the previously placed stent in the proximal lad as well as 70% stenosis in the mid lad. The 80% in-stent restenosis of the previously placed stent was treated with placement of a 3.0x8mm non-bsc stent, resulting in 0% residual stenosis. The 70% stenosis in the mid lad was treated with placement of a 2.5x12mm non-bsc stent, resulting in 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).